Event description:
It was reported that patient was scheduled for revision procedure due to reported pain. Prior to the revision procedure, there was an uncharacteristic late dislocation of her current hip prosthesis. During the revision procedure, it was reported that there was evidence of a clear tissue abnormality. No further details have been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that patient was scheduled for revision procedure due to reported pain. Prior to the revision procedure, there was an uncharacteristic late dislocation of her current hip prosthesis. During the revision procedure, it was reported that there was evidence of a clear tissue abnormality. No further details have been provided to date.

Manufacturer narrative:
Evaluation of returned device found bearing surface exhibited wear apparently due to third body abrasive trapped in the clearance. Source of third body particles could not be established during visual examination. Based on the appearance of the device, wear rates did not appear to be excessive. This report filed november 25, 2008